Manufacturer narrative:
Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings and eis 1 hz and 1024 hz. Place sensor under microscope and found sensor damage at the contact pad. See attached file for details. In summary, the customer complaint of unexpected sensor alerts was confirmed. Sensor failed for high readings, and high impedance, found sensor damage medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and also reported unexpected suspend [low sensor glucose]. The customer reported blood glucose value of 45 mg/dl. The customer was treated with insulin pump for high blood glucose and treated with carb intake for low blood glucose. The event involved product(s) mmt-1884l, mmt-7040a, mmt-244a, mmt-332a. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose with values of 95 mg/dl and blood glucose with values of 45 mg/dl. Delivery was suspended based on the sensor glucose value. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. No product return was required for mmt-1884l, mmt-244a, mmt-332a. Mmt-7040a was requested and customer response was the device will be returned.